Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high threshold from being increased from capture management. The pacing impedance was also noted to have decreased a small amount. Reprogramming was performed to turn off capture management. The lead remains in use. No patient complications have been reported as a result of this event.